Event description:
It was reported that the pump entered blood glucose run mode after the user paired their dexcom g7 continuous glucose monitor (cgm) sensor with an incorrect pairing code following a new sensor insertion, leading to the continuous glucose monitor not being paired with the ilet system. No adverse clinical effects were reported. Outcomes included user education and troubleshooting to correct sensor pairing. User support included technical support review and user guidance to verify and reenter the correct sensor pairing code. Investigation of this case revealed user error in entering the wrong sensor pairing code, which resulted in loss of cgm-pump communication. It was concluded, based on previously established findings for similar reports, that the cause was use error related to pairing.